Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper and gastric ulceration are known complications of a peg- j tube placement. H6 code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, during the scheduled peg/j replacement endoscopic procedure, the presence of the bumper incarcerated in the gastric mucosa with relative formation of a gastric ulcer was detected. Once the peg/j was removed, the patient switched to oral therapy while waiting for a new peg/j positioning to be done.

Manufacturer narrative:
Reference record (B)(4).

Event description:
The patient's daughter reported that the stoma of the previous peg fistulized and was closed with stitches with an expected healing time of 3 months.